Manufacturer narrative:
The customer¿s report that the syringe leaked while administering doxorubicin was not confirmed under normal connection conditions. Functional testing resulted in no leaking. After purposely over-tightening the texium to smartsite connection by hand, flushing resulted in liquid being observed at the connection. The root cause of the reported leak was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
A vague report was received of several events where the syringe leaked while administering doxorubicin. One syringe was saved, and no other event details were provided. No patient or user harm was reported.